Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead failed to capture and sense. The lead was not used, and a new lead was implanted. Patient was discharged with no adverse consequences.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were confirmed. As received, a complete lead was returned. Visual inspection of the lead found the damaged insulation at the connector boot region. Meanwhile, x-ray examination found the damaged coils consistent with procedural damage. Electrical testing found the internal shorts between the conductors due to the damaged insulation. The cause of the reported events was isolated to the damaged insulation consistent with procedural damage.

Manufacturer narrative:
Correction: section h6 updated investigation conclusion code to unintended use error caused or contributed to event, instead of no problem detected.